Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential device malfunctions addressed in the product labeling. Device evaluation: 1 empty syringer of 1.0ml received in an opened tray without cap but with one needle attached. No defect observed.

Event description:
Health professional reported that while injecting the patient with ¿one syringe¿ of juvéderm® ultra plus xc ¿the syringe popped loose and started the product started coming out the side of the hub, and the product spilled out.¿ there was patient contact, and no one was injured.